Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer¿s blood glucose level was 124 mg/dl at the time of the incident. Customer stated that insulin was squirting out during manual process. Customer stated they were unable to exit the preparing to prime loop. The insulin pump will not be returned for analysis.